Event description:
The complaint is reported as: post CT with contrast it was noted the clear part of the catheter lumen was, stretched, flattened and distorted. Prior to scan the catheter lumen was normal. The lumen used was rated for pressure injection. Medical imaging report that during initial saline flush at 6ml/ sec the pressure showed high so injector machine was immediately adjusted to 3ml / sec for the contrast injection. The catheter had been inserted for a couple of days. The catheter was removed and a new PICC placed without issue. No patient harm or injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
Qn#(B)(4). The customer provided one photo for analysis. The image shows a PICC catheter with a stretched/ballooned extension line. The customer returned one 3-l PICC for evaluation. Signs of use were observed on the catheter body and inside the extension lines. Visual inspection revealed the distal extension line stretched and ballooned. This damage is consistent with unintentional over pressurization of the extension line during use. In addition, the customer states that while attempting to flush the distal line, the pressure indicator initially indicated over pressurization before the line flow rate was adjusted. A small kink was noted on the catheter body, but it is unknown whether that defect was present prior to the sample arriving in morrisville. The stretched portion of the distal extension line was located 0-49mm from the luer hub. The catheter length measured 22.125", which is within the specifications of 21.921"-22.171" per product drawing. The distal extension line outer diameter in an area not stretched/ballooned measured 0.0960", which is within the specifications of 0.093"-0.097" per product drawing. The extension line inner diameter could not be accurately measured due to the damage. Functional inspection was performed per the product instructions for use which states "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal extension line was flushed using a lab inventory 10ml syringe. Water exited from the distal end of catheter as expected. No leaks or blockages were observed. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "the maximum pressure of pressure injector equipment used with the pressure injectable PICC may not exceed 300 psi (2068.4 kpa). Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure. Ensure catheter patency prior to use, including prior to pressure injection. Do not use syringes smaller than 10 ml to reduce risk of intraluminal leakage or catheter rupture. Power injector equipment may not prevent over pressurizing an occluded or partially occluded catheter." The customer report of a stretched/ballooned extension line was confirmed through complaint investigation of the returned sample. Visual inspection revealed the distal extension line was partially ballooned. This damage is consistent with over pressurization of the extension line during use. Additionally, evidence of a kink was observed in the catheter body which potentially could have restricted flow, resulting in pressure build-up during use. The catheter met all relevant dimensional and functional requirements, and a device history record review based on a potential lot number from sales history and no relevant findings were identified. Based on these circumstances, unintentional use error (over pressure) likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: post CT with contrast it was noted the clear part of the catheter lumen was, stretched, flattened and distorted. Prior to scan the catheter lumen was normal. The lumen used was rated for pressure injection. Medical imaging report that during initial saline flush at 6ml/ sec the pressure showed high so injector machine was immediately adjusted to 3ml / sec for the contrast injection. The catheter had been inserted for a couple of days. The catheter was removed and a new PICC placed without issue. No patient harm or injury reported. The patient's condition is reported as fine.